Manufacturer narrative:
Na.

Event description:
The customer complained of a discrepant inr result between coaguchek xs meter serial number (B)(4) and a laboratory using an unknown reagent. At 2:00 pm a fingerstick test was run on the meter with a result of 6.0 inr. The venous blood lab test was at 12:00 pm and the result was 3.3 inr. Customer's therapeutic range is 2.0-3.0 inr. The customer is not anemic and is not on heparin or direct thrombin inhibitors. The customer has lupus but does not know if she has antiphospholipid antibodies. There was no change to the customer's warfarin dose. The customer was on an antibiotic for bronchitis at the time of the test. The customer has had diet changes. Customer reported they had experienced nose and vaginal bleeding. The customer did not require any treatment and is in stable condition. There was no allegation of an adverse event. Retention test strips ((B)(4)) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.